Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by the sales representative on 01/05/2020: 1. Section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a penumbra system 3max reperfusion catheter (3maxc), a microcatheter, and a guidewire. During the procedure, prior to the first pass, the physician injected contrast through the jet7 and noticed that contrast was coming out inside the 3maxc. Subsequently, the physician found a hole in the proximal shaft of the jet7 which was inside the 3maxc. Therefore, the jet7 was removed. The procedure was completed using a non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the jet7 was fractured approximately 6.0 cm from the hub. The device was ovalized approximately 9.0 cm from the hub. Conclusions: evaluation of the returned jet7 revealed a proximal fracture. If the proximal end of the device is forcefully manipulated during use, damage such as a kink and subsequent fracture may occur. This damage likely contributed to the contrast leaking during the procedure. Further evaluation of the device revealed an ovalization. This damage was likely incidental to the complaint. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7) and a guide catheter. During the procedure, the physician was injecting contrast through the jet7 and noticed that contrast was coming out inside the guide catheter. Subsequently, the physician found a hole in the proximal shaft of the jet7 which was inside the guide catheter. Therefore, the jet7 was removed. The procedure was completed using a non-penumbra catheter. There was no report of an adverse effect to the patient.